Event description:
Pt's IV fell out of r forearm while walking to bathroom, approx 5 feet. Pt's IV was dressed in our new centurion IV start kit dressings, lot # 2025112690. There was nothing pulling at the IV site, such as tubing attached to a pump. There had been no aggressive movement. New dressings seem to not properly secure IV in place, even with the provided tape placed over the hub.